Manufacturer narrative:
H.6. Investigation: bd received a used 24 gauge insyte autoguard unit from lot 9021578 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a v-shaped cut in the tubing near the tip that was indicative of the needle piercing through the catheter. Based off the visual inspection the engineer was able to verify the reported defect. However, since the unit appeared to have been used and returned outside of its original packaging a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that a needle through the catheter occurred during use with a bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "needle portion of insyte projecting through plastic catheter. Rn did not notice on initial insertion, but could see under skin that it looked abnormal. Removed from patient and noted the tip of the catheter bent to side and needle tip straight. Confirmed that rn did not separate needle from catheter prior to insertion."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through the catheter occurred during use with a bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "needle portion of insyte projecting through plastic catheter. Rn did not notice on initial insertion, but could see under skin that it looked abnormal. Removed from patient and noted the tip of the catheter bent to side and needle tip straight. Confirmed that rn did not separate needle from catheter prior to insertion".